Event description:
It was reported that the patient's ipg migrated nearly 3 inches north of its original location. The patient reportedly lost weight and the ipg was causing discomfort. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's ipg was relocated to address the issue.

Manufacturer narrative:
Section b3: event date is estimated. A patient experiencing discomfort/migration at the ipg site was reported to abbott. The patient¿s ipg was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.